Manufacturer narrative:
(B)(4). This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA on 09/30/2010. Since the adverse event required antibiotics, to correct the uti, this event was determined to be a reportable event. The device history records for coaptite lot 1015082 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.

Event description:
(B)(4) study. A pt (B)(6), was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 2.0 ml coaptite on (B)(6) 2010. The pt developed a mild urinary tract infection on (B)(6) 2010, which was treated with antibiotics for 10 days. At which time, the symptoms resolved. On (B)(6) 2010, that pt also had mild urge incontinence, and was provided with anticholinergic medication for 2 weeks.